Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure when connecting power, the electrocautery did not cut through properly. It was noted that despite of the device not being able to cut through properly it was still working and blanching of tissue was observed. The physician attempted to reconnect; however, it was not successful. The procedure was completed using another of the same device there was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to jejunum. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. When the device was connected to the erbe, bubbles were seen in the saline solution which is evidence that the tip is working properly. Additionally, the outer sheath was found kinked on the distal section. Product analysis did not confirm the reported event of cautery delivers energy intermittently. There was no evidence of issues found during the device electrical inspection. Additionally, the outer sheath was found kinked on the distal section. The investigation concluded that the observed kinked from the outer sheath on the distal section were most likely related to procedural factors as lesion characteristics, handling of the device, and the technique used by the physician. Taking all compiled information on the investigation, the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use. It was reported that the axios stent was intended to be placed transgastric to jejunum during an endoscopic ultrasound guided (eus) gastroenterostomy procedure and per the IFU, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure when connecting power, the electrocautery did not cut through properly. It was noted that despite of the device not being able to cut through properly it was still working and blanching of tissue was observed. The physician attempted to reconnect; however, it was not successful. The procedure was completed using another of the same device there was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to jejunum. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum.